Event description:
It was reported that despite "constant" weekly attempts to recalibrate the stylus to this programmer over the last two months, the stylusun-calibrated within days. The stylus was changed out but the situation did not improve. It was noted that the calibration had been attempted at least 5 - 10 times. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus touch pen was not tracking with the overlay screen and therefore the bezel assembly was replaced to resolve, and the stylus and overlay screen were calibrated. Analysis also found the left keyboard hinge was broken and the keyboard slide plate was missing and both were replaced. (B)(4).